Event description:
It was reported that the customer went to the hospital due to diabetic ketoacidosis and a blood glucose (bg) level that was high, however, a specific value was not provided. The customer was treated with insulin therapy and was discharged on (B)(6) 2022 with no permanent damage. Reportedly, pump touchscreen was unresponsive. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.